Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A site representative reported that, while in a non-neuro tissue ablation, artifacts could be seen on the monitor of the ablation system when changing the field of view. It was reported that after reverting to the original field of view, functionality was restored. There was a reported delay to the procedure of an hour and a half due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through. Analysis found that adjustment of the reconstruction matrix on the navigation system restored functionality. Analysis found that the software functioned as designed.